Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative was on site to troubleshoot issue and found the mage acquisition system (ias) not booting up. A replacement computer was ordered and replaced, and system was tested after replacement and passed all checks. System put back into use. The computer was not sent back to manufacturer for evaluation so no analysis could be performed. System functioning as designed. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the image acquisition system (ias) computer is not booting up, the screen is unresponsive and says booting and doesn't boot up. Troubleshooting consisted of checking the system, ias computer not booting up. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was related to a computer hardware issue. At start up, the computer displayed a blue screen indicating a system error. The tester was unable to advance beyond this error. The reported event was confirmed.